Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 650cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 590cc gel breast prosthesis (right device) developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed right breast lateral extension of the breast pocket and asymmetry. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 650cc gel breast prostheses on (B)(6) 2024. A right breast lateral capsulorrhaphy was performed on the same day as explant surgery. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-02246 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient presented right breast lateral extension of the breast pocket and asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast capsular contracture, right breast lateral extension of breast pocket. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).